Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On (B)(6) 2021, olympus medical systems corp. (Omsc) received the literature titled "risk factors for post-gastric endoscopic submucosal dissection bleeding with a special emphasis on anticoagulant therapy". This study has reported the effect of anticoagulant therapy on the risk of post-endoscopic submucosal dissection (esd) bleeding for 2355 lesions of early gastric cancer patients between 2002 to 2017. In the literature, it was reported that 64 patients of perforation, 64 patients of post-esd bleeding, and 2 patients of thromboembolic. Based on the available information, these events were not reported in a direct relationship with the olympus products. However, omsc assumes that the perforation might be related to the subject device due to endoscopic resection of the esd. Based on the available information, specific information on the subject device and the perforation patients were not provided. There is no description of the device's malfunction. Omsc will submit one medical device reports (MDR) of the subject device for perforation that might be related to the subject device.